Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation during a regular follow-up, the daily measurements and capacitor maintenance were not performed. Patient was asymptomatic. The daily measurements and capacitor maintenance were performed manually and found to be within normal limits. Patient was stable and will continue to be monitored.